Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous superficial femoral artery that is 70% stenosed. The vessel was pre-dilatated with an unspecified balloon. The 5.0x150mm absolute pro self-expanding stent (ses) was advanced along with a .035 supracore guide wire. Once at the target lesion the ses was attempted to be deployed; however, the stent could not be released normally. The thumbwheel would not turn. The sheath, guiding catheter and the ses were removed and another same size device was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, it is likely that the distal shaft was bent in the mildly calcified, mildly tortuous and 70% stenosed anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the device resulted in the noted kinked distal sheath likely contributing to the reported difficulties. Further manipulation of the device as the handle was disassembled resulted in the noted multiple device damages (separated handle halves, bent hypotube, jacket stretched marks, separated tip, stent implant bent/stretched/broken struts, separated distal stent tabs, torn distal sheath). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the absolute pro was returned with the handle separated and the tip. Follow up with the account confirmed that this occurred during the procedure; however, no separated portion remains in the anatomy. No additional information was provided.